Event description:
It was reported that the clips will not hold after placing. Completed with the same like product. Procedure: unknown. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.